Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed, and the cause was determined to be associated with use of the device. One stylet wire with t-lock extension set was returned for investigation. The stylet had been completely removed from the catheter. The catheter had not been returned for investigation. The red hang tag was attached to the wire. The coil wire proximal to the t-lock extension set was stretched and unraveled over the core wire. The core wire was still attached to the black tab and the entire length of the core wire had been removed through the t-lock extension set. The core wire extended 74.6 cm from the distal end of the black tab. The section of coil wire distal to the t-lock extension set was tightly coiled. The distal tip of both the core wire and the coil wire were microscopically examined. The weld tip was not present and a portion of the surface at the distal end of the core wire and coil wire exhibited increased luster. These characteristics indicate that the stylet was severed. This type of damage typically occurs when the catheter is trimmed to length without sufficiently retracting the stylet. The length of the stylet core wire indicates that 1.4 - 2.9 cm of the distal tip of the stylet had been cut away. The red hang tag on the stylet states, ¿warning ¿ do not cut stylet-withdraw stylet before trimming catheter¿. One of the precautions in the IFU states, ¿do not cut the stylet.¿ the product IFU also states, "retract the stylet to well behind the point the catheter is to be cut."

Event description:
It was reported that the patient of 1 year old with indication to use PICC, at the moment of preparation of the catheter when pulling the guide to cut it, the guide broke/undid in the professional's hand.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebw0230 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the patient of (B)(6) year old with indication to use PICC, at the moment of preparation of the catheter when pulling the guide to cut it, the guide broke/undid in the professional's hand.